Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited inappropriate episodes of multiple mode switches (ams), pacemaker-mediated tachycardia (pmt) and noise reversion due to atrial lead noise oversensing. The patient was seen in clinic on (B)(6) 2020 and noise was induced in clinic with isometric testing. The lead was reprogrammed. The patient was stable and would continue to be monitored.